Event description:
A falsely elevated troponin (ctni) result was obtained on one pt specimen assayed in triplicate. Repeated analysis of the specimen, again in triplicate confirmed the normal ctni result. The normal result was reported to the physician. Troubleshooting of the device by dade behring personnel resulted in maintenance to the heterogeneous module. There were no adverse health consequences as a result of the falsely elevated ctni results.

Manufacturer narrative:
Dade behring personnel evaluated the filler data. Instrument maintenance was performed ont he heterogenous module.